Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: the investigation has shown that the nail interface is indeed badly damaged. The review of the manufacturing documents revealed that this multiloc¿ humeral nail was manufactured in september, 2014 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. It is likely that far too much mechanical force or an inappropriate connection between the nail and the insertion handle have caused this damage. If the connecting screw is not tightened properly (secured with the combination wrench), there is looseness between the nail interface and the handle and subsequently applied torsional force can damage the nail interface. It is likely that the device was exposed to parameters outside approved range. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a fifteen minute delay in the procedure.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during implanting the nail, the surgeon saw that the top of the nail was destroyed. It was also reported that he did not hammer on it. This report is 1 of 1 for (B)(4).